Event description:
It was reported that the zimmer air dermatome was skipping and not taking smooth graft. During clinical f/u with the user facility, it was reported that an additional graft needed to be harvested in order to complete the procedure. There was no report of an increase of surgical time.

Manufacturer narrative:
The device was returned to the MFR for eval repair. Visual inspection of the device found that the head and neck were nicked and damaged. Visual inspection of the internal components revealed that the reciprocating arm was damaged where it makes contact with the blade holder and the bearings were corroded. It was also determined that the device was out of calibration on the zero graft setting. While the exact cause of the reported complaint cannot be determined, the damage and corrosion to the device are possible contributors. The device was serviced and returned to the customer.